Manufacturer narrative:
(B)(4). The device was received for evaluation. A sample evaluation was performed on the device including a visual inspection, leak testing, clear passage testing, and clamp function testing. The device passed all the functional testing. Upon conclusion of the investigation, the cause of the reported problem was determined to be excess solvent on the tube and bag, observed during the visual inspection. This issues is related to the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of the y-set was leaking. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.